Event description:
Pain in left thigh and groin.

Manufacturer narrative:
Additional information: device details. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat#: 6721-0435: size 4 accolade ii 127 deg: lot#: 45671003. Cat#: 500-03-50d; primary trit hemi solidback cup 50mm; lot#: 46192501. Cat#: 6565-0-128 alumina v40-femoral head 28mm, +0mm nk; lot#: 47450204. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new information.